Event description:
Patient reported left side deflation and pain. Explanting physician reported a "left side deflation and left side pain". The device has been replaced.

Event description:
Patient reported left side deflation and pain. Explanting physician reported a "left side deflation and left side pain". The device has been replaced.

Manufacturer narrative:
Device evaluation : visual analysis of the returned device identified one extended opening, fold creases and red/white particles material was found on the shell. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified one opening striated and wear abrasion. Based on the device analysis the final assessment is: one opening striated in the side anterior assessed as surgical damage.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation and pain. Explanting physician reported a "left side deflation and left side pain". The device has been replaced.